Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels (39-60 mg/dl). Reportedly, low bg levels were due to the customer having an upper respiratory infection, and the pump settings needed to be adjusted. Tandem technical support guided the customer through adjusting the pump. Customer address low bg levels with glucose tablets.